Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to a broken pin on the connector for power port 2. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to a broken controller pin lodged in the battery's connector. The confirmed malfunction is related to the reported event. (B)(4) - battery / catalog number 1650 / UDI #: n/a: method: 10 actual device evaluated; interoperability evaluation; visual inspection. Results: mechanical problem. Conclusion: operational context caused or contributed to event. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported even can be attributed to a forced connection. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient had difficulty connecting the battery to the controller. Upon visual inspection the patient noticed a bent pin on port 1. The patient attempted to straighten the pin so that the power could be connected to port 1; however, he was unable to get a battery to connect to controller. No alarms were noted. The clinical specialist and vad coordinator met patient (who lives three hours away) at the hospital. Log files were sent and the controller was re-inspected by the medical team. A broken controller pin was found to be lodged in the battery when it was disconnected. The controller and battery were exchanged with no effect on the patient. Investigation is ongoing.